Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent switch was cracked. The service representative issued a quote for repair to the customer for replacement of the control panel. The quote has not been accepted at this time. There is no resolution confirmation.

Event description:
The hospital reported the unit was not operating in mechanical mode when bag/vent switch was toggled to 'vent'. There was no report of patient involvement.